Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) after using pump supplies for over 3 days. Elevated bg resolved after the supplies were changed. Customer declined to provide further information and declined tandem technical support's offer to follow up.